Event description:
While testing the unit during a field service call, it was noticed that the attachment becomes hot. This was found in a non sterile environment. There is no report of adverse consequence to the user or the customer.

Manufacturer narrative:
The attachment was received at the manufacturer for investigation and the alleged complaint of the attachment heating up was confirmed. Upon investigation, it was identified that there was bearing failure and that debris was found within the attachment, which could cause corrosion. The instructions for use, which is provided with handpiece used with the attachment, provides proper cleaning and sterilization instructions.